Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and barbed suture was used. The suture broke when sewing in orthopaedics joint replacement surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported.